Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable high results for six patient samples using the a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c2) assay on the cobas integra 400 plus analyzer. Of the results provided, only results for two of the patients were discrepant. The results were reported outside of the laboratory, and the physician questioned them. The samples were then sent out to a reference laboratory for testing. Patient a: the initial result was 7.5%. The result from the reference laboratory was 6.8%. Patient b (male, date of birth (B)(6) 1922): the initial result was 7.5%. The result from the reference laboratory was 6.8%. No adverse event occurred. The customer continues to send out patient samples to the reference laboratory for testing. The hba1c2 reagent lot number is 12802301 with an expiration date of 08/31/2017. The customer stated that calibration was acceptable and quality controls (qc) were in range according to the laboratory's qc ranges. However, the customer checked the calibrator set points and identified an issue. The customer support representative instructed the customer to update the calibrator set points, recalibrate, and repeat qc. The customer could not successfully recalibrate the assay after updating the calibrator set points; the calibration continued to fail. On 06/09/2017, the field service representative (fsr) verified the calibrator set points were entered correctly into the instrument. The fsr performed a photometer check, rotor initial position check, and system prime. He recommended that the customer perform a pipetting accuracy test. The customer performed acceptable calibration and qc after service. Investigation activities are ongoing.

Manufacturer narrative:
On a second service visit, the field service representative determined that the laboratory had excessive carbon dioxide levels which must be remedied. The instrument performed to specifications and a check test was not necessary. Calibration and quality controls were successful after the second service visit and fresh calibrator and control solutions were used. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.